Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laceration repair procedure on (B)(6) 2020 and suture was used. During the procedure, per user facility medwatch form, (B)(4), the tip of the needle broke off and was stuck on the needle holder. The broken tip and remaining piece of needle were both identified and accounted for. There were no patient consequences reported. No device will be returned. No additional information was provided.